Manufacturer narrative:
(B)(4): the tap was not returned for eval. Visual and optical examination confirmed the tip of the tap is cracked and broken along the centerline. The broken off portion is missing and not returned for analysis. The centerline crack is approximately 9mm in length. The remaining tip portion is splayed outward. The cracked tap tip splay, or trumpeting effect, is indicative of an outward directional force being applied. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the pt underwent spine surgery from l4 to s1. While the surgeon was tapping the left sacral (level one) the tip of the tap broke off in the sacral. The tip was left in the pt due to the location; the tip was implanted in bone. No add'l pt complications were reported.